Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: the calibration was out of specification. The rpms were within specifications but the motor ran erratically. It was recommended to upgrade to a tier 4 repair. Repair of the air dermatome was not performed by zimmer biomet surgical as the customer denied the aged repair quote. Probable/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. The customer declined the aged repair quote so the device was returned unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported initially that the complaint was that the device was sent for preventive maintenance. Later, it was noticed that the unit required repair and found that there was an event that occurred during surgery, where the dermatome went too deep during skin graft harvest resulting in a deep laceration that required pin stitches. No additional consequences have been reported as a result of this malfunction. No additional event information available.